Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had several issues. Customer¿s blood glucose was unknown at the time of incident. Customer reported that the insulin pump buttons were hard to push, louder and slower rewind process, insulin squirts out during priming process, had a no delivery and failed battery test alarms. Customer declined troubleshooting. Insulin pump is not expected to return for analysis.